Event description:
Shock delivered notification was received on the customer support helpline queue. Patient was awake at the time of the event and did not cancel the shock. Patient got transported to the hospital ER and is doing fine. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage.wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.